Manufacturer narrative:
Date of event: exact date unknown, event occurred in the estimate of (B)(6) 2020. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 5150325/5160291.

Event description:
It was reported that the patient was experiencing inadequate coverage. The patient underwent a full spinal cord system (scs) replacement procedure. The explanted ipg and leads will not be returned.